Event description:
Lipid tubing cracked and leaking after infusing for 5 hours. Staff deny tubing caught on anything or was rolled over by IV pole. Pharmacy notified new lipid bag received and infusing. Pt receiving lipids at rate of 1.78 mls/hr.